Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions to reset the pump, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.